Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.device evaluation: eleven samples were received without original packaging. During the visual inspection, all connectors, including the reflux connector that connects to the fluid warmer, are the correct part number and do not present any damage or dysfunctional condition that could cause a problem in its functionality. During functional testing, a leak test was performed. All eleven (11) units were able to connect to the leak tester without problems and all units passed the leak test. The reported failure mode, non-functional product, is not confirmed. Based on the samples returned by the customer it was not possible to replicate or confirm the failure. After reviewing the mitigations that are performed during the manufacturing process to detect non-functional products, the root cause cannot be determined. No corrective actions are required because the mitigations in place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. There were no relevant findings detected in the DHR.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming set did not fit into the two sockets of the heater. The product could not be used. No patient involvement reported.